Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: after firing the device, it could not be opened. The staple and cut line was complete and the tissue slipped out of the jaws so the device did not stuck on tissue. There were no negative consequences for the patient.

Event description:
It was reported that during a laparoscopic sigma procedure, the device couldn¿t be opened. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p56090. The ec45a device was received for analysis with one ecr45g cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.